Event description:
Disruption of flexible plastic housing of tif anchor system, noted at time of removal during egd while patient was under general anesthesia. Surgeon called rep, rep unable to help d/t never having experienced similar situation. Surgeon troubleshot and was able to remove the anchor system successfully.